Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer addressed the issue by changing the infusion set and cartridge, then resumed insulin delivery. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days. Tandem customer technical support informed customer that cartridges should be changed every 48 hours when using their reported insulin, which the customer understood and acknowledged.